Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2019-00501. Additional information provided determined that this device was manufactured by (new manufacturer). With the submission of this initial report, (new manufacturer) informs that all future submissions regarding this complaint will be handled under manufacturer report reference# (manufacturer reference number).¿ occupation: non-healthcare professional: attorney. (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: perforation, anxiety, shortness of breath, tilt, and limited physical activities. The reported allegations have been further investigated based on the information provided to date. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported limited physical activities is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010, via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges tilt, vena cava perforation. It has been reported and further alleged, "patient is aware that her filter has failed which caused her anxiety about future medical risks and treatment. Patient is limited to the amount of physical activity she is able to complete due to her shortness of breath." Per final report of abdominal CT, dated (B)(6) 2016, "positive for caval perforation. Superior extent of caval filter superior margin of l 1 vertebral body. Inferior extent l2-l3 disc space. A total of four prongs have perforated the ivc. Maximum perforation of prongs is 11 mm. Coronal images 4 degree tilt right to left of caval filter. Sagittal sequences 3 degree tilt anterior to posterior. Maximum diameter IV filter 15 mm x 24 mm directly above filter."